Event description:
The lay user/patient contacted lifescan(lfs) in early 2009 and alleged that a onetouch ultra2 meter was not powering on. The customer service agent (csa) discovered that the meter was powering on at the time of troubleshooting. Replacement products were sent to the patient. The patient indicated that the alleged issue first started the day before. The patient could not power on the meter to test his blood sugar. About 2 hours later, he felt "shaky". He denied providing any medical intervention to treat his symptoms. This complaint is being reported, as the patient allegedly experienced "shakiness" after the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the products(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.